Event description:
It was reported that a patient presented in-clinic with discomfort from vomiting, diarrhea, and an unrelated respiratory infection. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have incorrectly interpreted atrial fibrillation with rapid ventricular rate, resulting in inappropriate high voltage therapy. No changes were made to the ICD. No additional patient consequences were reported.